Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a procedure in which the ipg, implantable pulse generator, was replaced and two new leads were implanted. The ipg will not be returned for analysis as it was kept by the patient.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a procedure in which the ipg, implantable pulse generator, was replaced and two new leads were implanted. The ipg will not be returned for analysis as it was kept by the patient. Additional information was received that the reason for the ipg replacement and two new leads being implanted revision procedure was due to an elective upgrade to cover new pain. As there is no reportable allegation against the device itself and there was no serious injury, boston scientific no longer considers this to be a reportable event.